Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was off by 8 minutes. Customer's blood glucose level was 200 mg/dl. Reportedly, customer has recently gained weight and believes their cannula size may not be long enough. Customer adjusted the time and recommendation was made to discuss a different cannula length with customer's health care professional.